Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis, however, subsequent information revealed that the device was discarded at the facility. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any relevant non-conforming material record associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device seemed to deploy normally but when the physician tried to push the knot down, using the knot pusher, the suture came away from the patient. The physician indicated that it felt like it did not have enough tissue captured. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.